Manufacturer narrative:
The patient was referred to an endodontist. The follow-up appointment is scheduled, but the date was not shared with the manufacturer. If the follow-up appointment leads to a tooth being pulled, us endodontics will re-submit this adverse event as a serious injury. This report is being submitted past the 30 day required timeframe for malfunctions due to webtrader crashing and with multiple it members unable to get it up and running quickly enough for the deadline.

Event description:
Complaint from minty teeth. File separation of (B)(4), the file was used once, and not autoclaved. The speed and torque settings were those of waveone 8:1. The file separated in the tooth and was not able to be removed. 10mm was left in the tooth, and the appointment was concluded by sending them to an endodontist. There is a followup appointment scheduled.